Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges had patient lines that were discolored. Reportedly, the customer thinks it is due to hot temperatures where they live. The customer's blood glucose (bg) level was over 240 mg/dl. However, the exact value was not provided and the bg level was addressed with a bolus.